Manufacturer narrative:
The displacement test could not be performed due to an unresponsive keypad. The insulin pump had no act or down button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 200 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).